Event description:
A home pt contacted baxter's technical service center regarding a check supply line alarm that appeared on the display of the homechoice machine during fill 5/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt was disconnecting their supply bags and replacing them using the same supply line during therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indeicated at the time of the initial report.